Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, unacceptable threshold and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of unacceptable threshold and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a routine follow-up in the clinic. It was noted that the right ventricular lead had dislodged resulted in high pacing impedance and a high capture threshold, which led to loss of capture. The lead dislodgement was confirmed by fluoroscopy. During the lead repositioning procedure, it was observed that the lead helix failed to extend despite multiple attempts. The lead was subsequently explanted and replaced. The patient was in stable condition.